Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedances (sli); however, the measurements were within normal range. This observation was made during a routine follow-up to check the battery status of the related implantable cardioverter defibrillator (ICD), which was close to reaching normal eri. At the follow-up check, pacing and sensing parameters were normal; however, the sli showed a steady increase from 60 to 110 ohms in the past year. Recently, a routine procedure was performed to replace the related ICD. When this right ventricular lead was tested, (rv to ICD) high, out of range shock impedances of 148 ohms were observed. Subsequently, this lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This report is being submitted to provide an update/correction to the impact codes in section f10 and h6. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedances (sli); however, the measurements were within normal range. This observation was made during a routine follow-up to check the battery status of the related implantable cardioverter defibrillator (ICD), which was close to reaching normal eri. At the follow-up check, pacing and sensing parameters were normal; however, the sli showed a steady increase from 60 to 110 ohms in the past year. Recently, a routine procedure was performed to replace the related ICD. When this right ventricular lead was tested, (rv to ICD) high, out of range shock impedances of 148 ohms were observed. Subsequently, this lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported. This lead remains implanted.